Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not connect to a baxter peripheral IV vascular access device. Upon further inspection, the male luer adapter was found to be deformed and unable to connect to the access device. There was no patient injury or medical intervention associated with this event. No additional information is available.